Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of three samples were returned for evaluation. All samples underwent visual inspection, and no defects were observed. The samples were then subjected to leakage and luer taper testing, during which two arterial lines and one venous line did not meet the leakage requirements. In addition, the samples underwent leak testing, and one sample did not meet the specified requirements at the blue patient connector. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, leakage from the venous line occurred. No patient complications were reported as a result of this event.